Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: patient experiencing instability (non-compliant patient) per patient primary done at clinic 26 years ago. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) device photo ad 13 may 2025 (1), (B)(4) device photo ad 13 may 2025 (2), (B)(4) device photo ad 13 may 2025 (3), (B)(4) device photo ad 13 may 2025 (4), (B)(4) device photo ad 13 may 2025 (5), (B)(4) device photo ad 13 may 2025 (6), (B)(4) device photo ad 13 may 2025 (7). The photo investigation revealed that the head has signs of organic material, however it is consistent with the explanation process. No signs of a device nonconformance was observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the articul/eze ball 28 +5 br would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d4 (lot, expiry date), h4. Corrected: d4 (primary UDI number).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the patient was experiencing instability. Per patient, primary surgery was done at clinic 26 years ago. Revision was performed. Date of event was unknown.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.